Event description:
It was reported that pump insulin gauge displayed a different amount than expected, with fill estimate showing 50 units instead of caller¿s expected 130 units. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge filling steps, then worked with technical support to load new cartridge and deliver test bolus to confirm updated estimate, after which difference was no longer significant, and customer restarted pump and continued using same cartridge.